Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study subject ID: (B)(6). It was reported that during an ablation procedure with an intellanav stablepoint open-irrigated catheter, the patient developed sinus bradycardia and subsequent hypotension. Intravenous fluid, metaraminol, glycopyrolate and isoprenaline infusion were administered. The suspected cause was possible effect of ablation on left atrial ganglionic plexus. A pacemaker was implanted on (B)(6) 2022. The patient was discharged from the hospital on (B)(6) 2022 and the event was resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Newton af clinical study subject ID: (B)(6). It was reported that during an ablation procedure with an intellanav stablepoint open-irrigated catheter, the patient developed sinus bradycardia and subsequent hypotension. Intravenous fluid, metaraminol, glycopyrolate and isoprenaline infusion were administered. The suspected cause was possible effect of ablation on left atrial ganglionic plexus. A pacemaker was implanted on (B)(6) 2022. The patient was discharged from the hospital on (B)(6) 2022 and the event was resolved. It was further reported that the patient also received metaraminol on (B)(6) 2022. The patient was discharged from the hospital on (B)(6) 2022.